Manufacturer narrative:
The complaint is confirmed based on the customer provided photo, which displays that the face probe fell off. The cause for the reported failure is attributed to a supplier manufacturing issue. Refer to ncr-20813

Event description:
Additional information provided on 12/06/2022, it was reported that during a rotator cuff repair the tip of the second ar-9811 broke off inside the patient. The case was completed using another ablator and the case continued. The ablator was the only instrument in the shoulder at the time in which the tip broke off, it was being used on and off as needed. There was no patient effect.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On (B)(6) 2022, it was reported by a sales representative via sems that a ar-9811 apollorf did not function, another ar-9811 apollorf the tip fell off. This occurred during a shoulder impingement case, a third apollorf was used to complete the case. There was no patient effect reported.